Event description:
It was reported that patient had a previous total hip done with a large taper aml stem and a stryker cup. Patient brought in for cup revision and a new large taper head was implanted to match the new liner size. No complications or delay in surgery. Affected side: right hip. "This report reflects information received by FDA in the form of a notification per 803.22 (b)(2)".